Event description:
A 16 mm diameter x 11.5 cm length aneurx iliac leg stent graft was inserted for the endovascular treatment of an aneurysm in 2001. It was reported that the pt had excessive vessel tortuosity. The aneurysm and iliac sizing are unknown. It was reported that the device broke between the handle and the delivery catheter during deployment of the iliac leg stent graft. The physician placed a 16f sheath and deployed another iliac leg stent graft of the same size without complications using the same re-usable delivery handle. It was reported that the physician had the same problem with the bifurcated stent graft, although medtronic ave has minimal info regarding the bifurcated stent graft. While deploying the bifurcated stent graft, the black ring moved back several inches before starting to unsheath the graft. Despite repeated attempts, no additional info is available regarding the complaint. There were no additional clinical sequelae reported and the pt is reported to be fine.